Manufacturer narrative:
Information indicates that product return is not expected. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a cardiac resynchronization therapy defibrillator (crt-d) system implant procedure, this right ventricular (rv) lead was attempted but it was not successfully implanted as it exhibited difficulty in converting an induced ventricular fibrillation (vf) during defibrillation threshold (dft) testing. The vf was successfully converted on the third 41 joule shock delivered via this lead. It was noted there were also issues with an externally delivered shock during the procedure where there was no conversion observed with a 200 joule shock. The physician decided to implant a dual coil rv lead instead. This rv lead was successfully implanted prior to pocket closure. There were no adverse patient effects.